Event description:
Patient reported skin irritation in the form of burning sensation, rash, and rawness. The patient sought medical treatment and was prescribed triamcinolone acetonide (topical steroid). The patient reported following proper skin preparation guidelines.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.